Manufacturer narrative:
Livanova (B)(4) manufactures the s5 control panel mrp 150/85. The incident occurred in (B)(6). The device has been requested for return to livanova deutschland for investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of an s5 control panal mrp became blank during a procedure and the user was unable to control the pump. There was no report of patient injury.